Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Cause of event is unk). Conclusions: (cause of event is unk).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck is 29 mm in diameter at the renal arteries and 27 mm in diameter 12 mm below the renal arteries, there is no tortuosity and no calcification in the iliac arteries. It was reported that the final angiogram revealed an unk endoleak coming from the area of the bifurcation of the bifurcated stent graft. (MFR #2953200-2011-01614) the physician implanted an endurant aortic cuff however; the unk endoleak did not resolve. (MFR report #2953200-2011-01615) the physician believes that this may be a type IV endoleak since there was no change in the endoleak after the aortic cuff was implanted. No add'l clinical sequelae were reported, and the pt is fine.